Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was upgraded to a bi-ventricular implantable cardioverter defibrillator (ICD). The ipg was programmed off, and remains in the patient, out of service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 310c31tissue valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported, the patient collapsed due to failed pacemaker, and was hospitalized for treatment. The ipg remains in use. No further patient complications have been reported as a result of this event.